Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable lead exhibited high out of range shock impedance measurements. There were no recent episodes stored and no evidence of noise on the lead. Boston scientific technical services (ts) discussed troubleshooting options and continued monitoring. Additional information was received which indicated that this right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable lead exhibited high out of range shock impedance measurements. There were no recent episodes stored and no evidence of noise on the lead. Boston scientific technical services (ts) discussed troubleshooting options and continued monitoring. No adverse patient effects were reported.